Event description:
The customer alleged that the vent went "inop" while on a pt. The customer support engineer (cse) inspected the device and could not duplicate the alleged event. The case replaced the transducer pcb and solenoid as a precautionary measures. The unit passed extended self testing. There was no pt harm reported.